Event description:
Physician reported "rupture of the right hull following axillary pain." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: a visual and microscopic analysis was performed which identified sharp broken on anterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis, the final assessment is a sharp broken on anterior assessed as an unidentified tear opening, and a missing shell assessed as inconclusive.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "rupture of the right hull following axillary pain." The device has been explanted.